Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 808:07 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 808:07. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.